Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to product performance issue. New lead was replaced. No adverse patient effects were reported. Additional information received that this left ventricular (lv) lead was attempted due to difficult to position.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to product performance issue. New lead was replaced. No adverse patient effects were reported. Additional information received that this left ventricular (lv) lead was attempted due to difficult to position.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to product performance issue. New lead was replaced. No adverse patient effects were reported.